Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) has been not working properly despite it was revised in surgery to correct the event. No further information has been reported in relation to this event.